Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer. Review/investigation. E3: reporter is a synthes employee. H3, h6: part: 02.100m303sp. Lot: 919p727. Part manufacture date: 04 august 2022. Manufacturing location: (B)(4). A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm spring plate/3 holes product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot was shipped to monument and assigned as part 02.100.303s for final packaging. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) for q3 and q4 2023. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: "other infection". This report is for a 3.5mm spring plate/3 holes. This report is 3 of 10 for (B)(4).